Event description:
The reporter indicated that on (B)(6) 2021 a 13.2mm, vticmo13.2, -17.50/1.0/168 implantable collamer lens tore during loading in the cartridge, there was no patient contact. On (B)(6) 2021 a replacement lens was implanted and the problem resolved. Cause of event was reported to be the device.

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. Work order search: no similar complaints were reported for units within the same lot. (B)(4).